Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad was severely worn away. There were contact marks on the surface of the probe and the metal part of the jaw. The manufacturing record was reviewed with no irregularities. This type of ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was severely worn away when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). And as a user's comment, it was supposed that the ptfe pad was worn since there were large amounts of activations. There was a possibility that the error occurred since the ptfe pad on the jaw was worn, and consequently the probe contacted with the metal part of the jaw. The instruction manual of the subject device already states; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is being submitted as a medical device report in an abundance of caution. Please cross-reference the following reports: 8010047-2015-00963.

Event description:
3 thunderbeat devices were used during a laparoscopic left partial nephrectomy. About the first device, unknown error continued to occur after about 3 hours use. Then the user replaced with the second device. After about 30 minutes use, unknown error occurred. The procedure was completed with the third device. There was no patient harm reported. The surgeon commented that he activated large amounts with small bites in order to dissect the large vessels of the pancreas, because the anatomy of the patient was very complex. The devices were returned to olympus medical systems corp. (Omsc). Omsc investigated the devices and it was found that the ptfe pads of the devices were severely worn on (B)(6), 2015. This report is the second report of two.